Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During an unrelated heart catheterization procedure, externalized conductors were noted on the right ventricular lead. All electrical measurements were normal and stable. The lead was capped and replaced and the patient was stable.